Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
This lead was explanted due to non-capture. The hospital retained the device. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the proximal and distal shock coils. Based on the symptoms, it is reasonable to assume that this damage resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. In particular, the values of the parameters measured during the electrical analysis of the lead proved to be within the technical specifications. In summary, cuttings in the insulation and deformations of the proximal and distal shock coils were observed, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to non-capture. The hospital retained the device. There were no adverse patient events reported. Should additional information be received, this file will be updated. This device was returned with oos documentation from sorin medical. Per oos, this lead was explanted due to high thresholds and loss of capture. This lead was replaced with sorin vigila 1 cr 65, sn: (B)(4).